Event description:
A talent abdominal stent graft system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as moderate tortuosity, severely calcified, diseased iliac arteries and measured 7-8 mm in diameter. It was reported the physician was unable to advance the stent graft delivery system to the intended landing zone due to the vessel morphology. The delivery system was removed from the pt without incident. The kinked talent device was discarded by the user facility. Another talent stent graft device was inserted and successfully deployed; however, the pt's iliac artery was torn (MFR 2953200-2009-01541). The physician elected to implant three add'l iliac limbs and the dissection was resolved. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results, conclusions: (excessively tortuous and severely calcified vessels).